Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons were separating and bubbling out. Battery life was diminished and had to changed them every 7-8 days. Insulin pump received insulin flow block alarms. Initiate rewind but insulin pump act like she did not. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.